Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead that was implanted in an off-label way in the left bundle branch showed high capture thresholds. The physician opted to replace the lead and a new one was placed. The explanted lead is not expected to be returned for analysis as it was damaged during extraction. The hospital disposed the lead. No additional adverse patient effects were reported.